Event description:
It was reported that during an "ebd" stenting treatment procedure, the stent failed to deploy. A biliary stent 7fr/7cm had been advanced to treat an unspecified target lesion in the papilla. While attempting to deploy the stent, resistance was encountered possibly due to the stent being "tangled" with the suture. The stent was able to be released when the device was removed from the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".